Event description:
It was reported that through remote transmission, the atrial lead exhibited undersensing and low impedance on the stored egms. Programming changes were recommended and they were not made. The patient was asymptomatic.